Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, severe and permanent pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced vaginal discharge, sling exposure, urinary tract infection, mixed (stress/urge) incontinence, pelvic/pubic bone/groin/vaginal pain, escherichia coli infection (bacterial infection), symphysis pubic osteomylitis, dyspareunia, discomfort, trouble starting stream, dribbling at the end of stream, frequency, defecatory dysfunction/unspecified bowel problems, erosion, vaginal wall relaxation, blood loss, irregular length/heavy flow of menstrual periods, ovarian cyst, tenderness, abdominal fullness, cramping, fibrosis, chronic inflammation, foreign body giant cell reaction, infectious myositis and loose stool.